Event description:
A customer reported via email that the pump was not delivering insulin as efficiently as before. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.